Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that her blood glucose was elevated for three months ranging from 300 to 600 mg/dl but the patient was unable to provide details. Customer support tried to reviewed the pump with the patient. There were no associated alarms in the history; the total daily dose history showed boluses being given but the patient reported that a family member delivers those for her and also delivers insulin by injection. No further information was obtained as the patient appeared to be struggling with the instructions. The patient reported having blood at the site and bent cannulas but could not remember the timing of these issues. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.